Event description:
Event reported by hcp to MFR describing lack of relief of spasticity in spite of increasing daily dose of baclofen from 100 mcg to 500 mcg. The dye study showed the catheter was fine and the rotor study showed the roller was moving intermittently. Pt had been experiencing periods of symtpom return and after the device testing was almost too flaccid but symptoms returned again. Device replaced and pt is doing well with new pump - receiving a dose of 125 mcg per day.